Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer was provided with additional training and a workflow workaround for the issue. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the thumbnail view and full recalled image did not match. No patient or user injury was reported.